Event description:
It was reported that the clip is not able to clip the vessel. When the doctor tried to clip the vessel it bounced back so the device was changed immediately.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. A buildup of biological material was observed in the top jaw. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the device and was successfully applied to over-stressed surgical tubing. Another attempt was made and this time, the clip was unable to load properly into the jaws as it did not latch onto the bottom jaw. Upon further examination, it was noticed that there was a buildup of biological material in the bottom jaw. It appears that when the first clip fired, the clip brought a buildup of biological material from the channel to the bottom jaw. The buildup was manually removed from the bottom jaw and another attempt was made to fire the device. This time, a clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed tubing. This was repeated with the same result for the remaining clips. The device was returned with 10 clips remaining in the channel, indicating that 5 clips were fired by the end user. The root cause of this complaint issue is the buildup of biological material in the jaws. There were no functional issues found with the device. Therefore, based on the condition of the returned sample, unintentional user error caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip not closing" was confirmed based upon the sample received. One device was returned with 10 clips remaining in the channel, indicating that 5 clips were fired by the end user. Upon functional inspection, the first clip was able to load properly into the jaws of the device and was successfully applied to ove r-stressed surgical tubing. Another attempt was made and this time, the clip was unable to load properly into the jaws as it did not latch onto the bottom jaw. Upon further examination, it was noticed that there was a buildup of biological material in the bottom jaw. It appears that when the first clip fired, the clip brought a buildup of biological material from the channel to the bottom jaw. Once the buildup was removed, the remaining clips were able to fire properly. There were no functional issues found with the device. Therefore, based on the condition of the returned sample, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73g1800296 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip is not able to clip the vessel. When the doctor tried to clip the vessel it bounced back so the device was changed immediately.